Event description:
The customer reported to olympus during preparation for use, no image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the faulty patient board. The subject device had met all standards before shipment. The investigation could not establish the root cause of this problem. Olympus will continue to monitor field performance for this device.